Event description:
It was reported "20cm single lumen cvl was placed & the procedure went smoothly with no issues, but once guidewire removal was attempted there was minimal resistance. During removal of guidewire, it became unraveled." The guidewire was successfully removed. Confirmation x-ray was ordered to ensure no metallic foreign bodies were present. There was no patient harm or injury. No medical intervention required. The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4).